Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedance measurements on the left ventricular (lv) lead, measuring greater than 2000 ohms. Boston scientific technical services (ts) discussed that the impedance range for this lv lead is 200-3000 ohms, so this measurement is still within normal limits. Ts recommended increasing the out of range limit. The physician elected to reprogram the out of range alert. This crt-d system remains in service. No adverse patient effects were reported.